Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on 08-22-2022 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.